Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while doing a dissection the customer received a insufflation occlusion alarm on their insufflation device. Customer unable to rectify the alarm after ensuring connections were tight. The customer changed the evh kits and the new device worked without issue. No harm to the patient. No procedure delay.

Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation 03/21/2025. An investigation was conducted. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000458336 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.